Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Iol returned positioned correctly in the lens case. Solution is dried on the iol. Both haptics are intact. The optic is scratched/marked-rejectable, which could be interpreted as the reported complaint "imperfection on lens". We are unable to determine the root cause for the reported complaint" imperfection on lens". The returned iol(intraocular lens) shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, imperfection on the lens. Additional information was requested.

Event description:
Additional information was received stating there was no patient contact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).